Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a dlp aortic root cannula, the customer reported that they could not deliver cardioplegia through the aortic root needle. The line pressure reached 300 mmhg and flow was less than 100 mmhg, meaning they could not arrest the heart. The patient was cross clamped, and the customer confirmed the cross clamp was not near the aortic root cannula tip. The patient¿s heart was full (slight drainage challenge at the time) and beating and the patient did have slight aortic regurgitation. Normal cardioplegia delivery flows are 200-300 ml per minute with normal line pressures being in the region of 200 mmhg. The customer could not get over 100 ml/min of flow with line pressure limits alarming at 300 mmhg. The surgeon decided to incise the aorta and deliver cardioplegia using coronary ostia cannula directly down the aorta (30010 product used). Visibility was poor with the beating and full heart. The issue caused a delay of around 2-3 minutes to arrest the heart and around an additional 600 mls of cardioplegia solution was used due to the difficulty arresting the heart. Blood loss was not a problem ¿ just visibility in delivering the cardioplegia into the ostia. Once the aortic valve replacement was done and the aortic root closed a further dose of cardioplegia was attempted down the aortic root cannula 20014 and this was successful. The heart was empty at this point in the operation (cardioplegia delivered at normal flows of 200-300 ml/min and at a pressure of 200 mmhg or just below. No adverse events were associated with the incident, apart from a 2¿3-minute delay in arresting the heart. Patient was on bypass and the nirs head sensors showed good saturations during the event. The device was used to complete the procedure. There was no patient impact associated with this event. Additional info states that the customer visually inspected the aortic root cannula post-surgery after having washed it. When comparing to a brand-new cannula the customer believes the blue tip lumen length of the aortic root cannula may have a smaller inner diameter along its length that the new cannula they opened. The customer stated that the aortic valve regurgitation was an existing condition and there was no performance issue with the 30010 coronary ostia cannula.

Manufacturer narrative:
Product analysis: visual inspection showed no outward signs of any damage. The reason for return was undetermined. Correction b5: medtronic received additional information that when the cannula was picked up, no damage was noted on cannula tip or body, but the customer did think there was a slight narrowing inside the cannula when comparing it to another cannula. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: after investigation, complaint is unconfirmed for being unable to deliver cardioplegia solution. There was no observed damage to the device, performance testing indicated that the device functions as intended and the product measured within manufacturing specifications. It is unknown what may have caused this occurrence. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Complaints received from april 2021 through august 2022 for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. This investigation was completed with the information that was provided, if additional information is received, this investigation will be reopened if deemed necessary. There were no adverse patient effects as a result of this incidence. Medtronic has made its supplier aware and will continue to monitor for future occurrences and trends. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.